Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted (B)(6) 1999.

Event description:
It was reported that the patient had chest pain. A lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited high impedance, noise, elevated sensing integrity counter (sic), and high-rate non-sustained episodes. The lead remains in use. No further patient complications have been reported as a result of this event.